Manufacturer narrative:
(B)(4). Concomitant medical product: vngd cr tib brg, catalog #: 183542, lot #: unknown; biomet cc I-beam tray, catalog #: 141223, lot #: unknown; biomet arcom 3 peg/post, catalog #: unknown, lot #: unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filled for this event: 0001825034-2018-07401, 0001825034-2018-07403, 0001825034-2018-07404. Remains implanted.

Event description:
It was reported that the patient underwent an initial left knee arthroplasty. Subsequently, the patient experienced linear eruption down the shin which was treated with anti-viral medication approximately eleven days post-implantation. The patient also was noted to have positive flavimonas oryzihabitans approximately one month post-implantation.